Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was noted that the up, down and ok buttons were under responsive to user presses. It was also noted that the keypad cover was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2015.device evaluation: the device has been returned and evaluated by product analysis on 10/07/2015 with the following findings: during investigation, the keypad was observed to be peeling; all the keys were responsive to user presses. The keypad was removed and there was contamination found under all the key contacts. Unrelated to the original complaint, the battery compartment was observed to be cracked. The battery cap was also observed to be damaged with a worn top.